Event description:
The pt received the scs system on (B)(6) 2011. The pt reported that her clothing rubbed against the ipg pocket site causing irritations and elected to have the pocket relocated. On (B)(6) 2011, the physician elected to replace the ipg and implanted the new ipg in an alternate site.

Manufacturer narrative:
Eval, results: the complaint was not confirmed. Inspection of the returned ipg did not reveal any physical anomalies that would contribute to the complaint. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.